Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16jan2020.

Event description:
The customer reported touchscreen will not calibrate. The service technician confirmed the reported issue. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician replaced the touch screen display and the issue has been resolved. The service technician was able to calibrate the equipment.